Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('da vinci full hysterectomy and bilateral salpingectomy') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci full hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('da vinci full hysterectomy and bilateral salpingectomy') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci full hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf codes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and incontinence ("incontinence"). The patient was treated with surgery (da vinci full hysterectomy and bilateral salpingectomy, vaginal sling implantee, additional surgery). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia and incontinence outcome was unknown. The reporter considered incontinence and menorrhagia to be related to essure. Most recent follow-up information incorporated above includes: on 2-sep-2020: pif received: essure removal date added. Event medical device removal replaced with new events, menorrhagia, incontinence. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.